Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the rv-lv conduction times were erroneous. Technical support suggested another measurement attempt, and to ensure merlin programmer software was up to date. The patient is in stable condition.